Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: a review of the pump¿s history showed an unusual fluctuation of voltage on 09/10/2013. The battery was not returned with the pump. The pump was able to rewind, load, and prime successfully. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. The pump cover was removed and no evidence of loose components or moisture contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.